Event description:
While performing a minimally invasive 2 level fusion, the tip of the bone awl broke requiring the surgeon to retrieve the fragment from the patient. This extended the surgery by 30 minutes. There was no reported injury to the patient.

Manufacturer narrative:
The device is an instrument and is not implantable. Investigation pending.